Event description:
It was reported that the implantable neurostimulator (ins) died about 3 months ago. It was noted that the patient stated that they believed the ins was at end-of-service (eos). It was noted that the patient did not want to follow up with the health care professional (hcp) regarding it, the patient just wanted ¿to let it go.¿ refer to manufacturer report #3004209178-2013-16692.

Manufacturer narrative:
Product ID 37711, serial# (B)(4), implanted: 2005 (B)(6); product type implantable neurostim ulator product ID 3888-45, lot# v348105, implanted: 2009 (B)(6); product type lead product ID 3888-45, lot# v348885, implanted: 2009 (B)(6); product type lead product ID 3888-45, lot# v348885, implanted: 2009 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708220, serial# (B)(4),implanted: 2009-12-07 explanted: product type extension product ID 377775, lot# j0555054v, implanted: 2005 (B)(6); product type lead product ID 377775, lot# j0555054v, implanted: 2005 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Supplemental submitted for additional information received and for the removal of conclusion code: as it no longer applies to the event.

Event description:
Additional information received from the patient's spouse reported that their device was removed in 2014. It was removed because it was dead and they could not afford to have it replaced. They noted it was due to normal wear and tear.